Event description:
IV remodulin patient. Patient reports having an issue with solis pump. Patient states this is her first time mixing a cassette & restarting infusion on her own. When she tried to prime the pump she was getting downstream occlusion alarm. This was on patients back up pump, patient is still infusing on other pump with old cassette. Patient also states she just got out of the hospital and is feeling very overwhelmed. Date, admission, length or reason for hospitalization not provided. Unknown if pump issue resolved or is ongoing. Serial number not provided. Pump return tracking not available. Photos not available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred unknown. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No is the actual device available for investigation? Device is not being replaced did we replace device? Not at this time did the patient have a backup device they were able to switch to? Yes this was the back up device, patient infusing with regular device if yes, was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes what is the outcome of the event? Resolved? Ongoing? Ongoing. (Pah) pulmonary arterial hypertension.